Event description:
It was reported by the customer that a pyxis medbank system had a station that the user was unable to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue medication to a patient. A technical support specialist provided the findings to the customer that lorazepam for patient was assigned to another cabinet, and sync the cabinet to resolve the issue. The system functioned as intended after the technical support specialist verified the device.